Event description:
Healthcare professional reported "we have a patient with a leaking allergan system, assume it's the port and need to replace it." Explant surgery has not yet occurred. Follow up findings: healthcare professional reported "the port is leaking via image intensification however it can also be needle stick injury to the tubing proximal to the port, until the revision procedure is completed there is no way to be certain."

Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the model number and partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. No additional information has been reported to allergan regarding the model number, serial number, the event date, full implant date, explant date, diagnostic testing details, patient data or further event details. Further information from the reporter regarding the device serial number, and patient data have been requested. Device labeling addresses the possible outcome of leakage as follows: 'deflation labeling addresses the possible outcome of leakage as follow: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."